Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device. During repair, it was determined that the reported condition was confirmed. It was observed that the device was loud during use; the spindle had markings on it and was bent. It was determined that the device had vibration. It was further determined that the device ran loud during use due to the bent/damaged spindle which indicated that the spindle was bent. It was determined that the bent/damaged spindle was caused by dropping or mishandling of the device. The assignable root cause was determined to be due to dropping or mishandling, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during device illustrations, it was discovered that the minimal access device emitted a loud and rough sound while spinning. During in-house engineering evaluation, it was observed that the device had vibration. It was reported that the device was brand new. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no adverse consequence. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.